Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify battery out limit alarm due to no button response. No unexpected ramping display during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a battery out limit alarm from the insulin pump. The customer reported that the insulin pump would not accept a new battery. The customer also reported a button error alarm from the insulin pump. The customer further reported that the insulin pump might have been exposed to sweat. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.